Manufacturer narrative:
The visual inspection of the returned devices shows damage not unexpected for explants. All implants displayed damage that may have been caused by intra-operative contact with a surgical instrument. In addition there was evidence that contact between the tibial tray and femoral component occurred either intraoperatively or during service. The cause of the reported infection is inconclusive. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem; therefore the need for corrective action is not indicated.

Event description:
It was reported that a revision was performed due to a left knee infection.